Event description:
Additional information was received which noted that a surgical revision took place, and the patient's ra and rv leads were explanted and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) lead impedance measurement increases from 500 to 1600 ohms. There were no out of range measurements reported. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the atrial impedance measurements fluctuated between 600 and 1800 ohms. Ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes were also noted due to minute ventilation (mv) signals being oversensed. The right ventricular (rv) sensing had decreased and the rv thresholds had increased. It was recommended to program off the mv feature. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.